Event description:
It was reported that during an a-fib procedure, the patient's blood pressure dropped. Tamponade and pericardial effusion was noticed on fluoroscopic x-ray and was confirmed via ultrasound. Pericardiocentesis was performed and 1100 cc of fluid was removed. The patient was stabilized and under observation. After follow up with the customer to obtain detailed information regarding the case, it was stated that while the physician was doing an af ablation using the carto mapping system, a thermocool sf nav catheter, a reprocessed bwi deflectable quad, and a reprocessed bard decapolar. The doctor performed double transseptal punctures with the use of fluoroscopy (no ultrasound; fluoro-only is his normal method.) The thermocool sf nav catheter was used to fam the left atrium and ablation began around the posterior side of the left pulmonary veins. The crna noticed a decrease in blood pressure and asked the physician to check the heart silhouette on fluoro, and it was noted that the silhouette was barely moving. A stat echo was ordered, and a small effusion was found. Pericardiocentesis was performed and the patient was given protamine for heparin reversal. The patient continued to bleed for over 45 minutes and lost about 1100 cc of blood, but bleeding finally stopped. Afterwards the patient was complaining of some abdominal pain, and the doctor thought he might have nicked the liver with his pericardiocentesis needle. However, a CT was performed and no notable damage was found.

Manufacturer narrative:
Manufacturer (B)(4). It was reported that during an a-fib procedure, the patient's blood pressure dropped. Tamponade and pericardial effusion was noticed on fluoroscopic x-ray and was confirmed via ultrasound. Pericardiocentesis was performed and 1100 cc of fluid was removed. The patient was stabilized and under observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the tamponade and pericardial effusion remain unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. Concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4). Stockert 70 system us catalog #: s7001, serial #: (B)(4). Cool flow pump us catalog #: cfp002, serial #: (B)(4). Webster 4 pole w/ auto ID us catalog #: d6dr252ct, lot #: unknown. Manufacturer reference #: (B)(4). Prolonged hospitalization was needed since the patient had some other problems in the few days that followed which were determined to be caused by fluid overloading. Lasix was given to remove fluid, and the patient was stabilized and discharged. The outcome of the event was reported as fully recovered. The physician¿s opinion regarding the causality of adverse event was possible device and possible transeptal procedure related. The sheaths used in the procedure were sl1 and sr0 (competitor¿s sheaths).